Event description:
It was reported by a company representative that the back fell out of the handpiece. This did not occur during a surgical procedure. There was no pt involvement. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation. Service confirmed that the back nut and dec screw were damaged when received. Based on the investigation details, the reported event can be confirmed.